Manufacturer narrative:
A visual, functional and dimensional inspection was performed on the returned device. The reported material deformation and material separation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. The reported difficult to remove could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. In addition, there was no damage noted to the sds during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, birfurcated proximal third left anterior descending artery and the first diagonal branch. After pre-dilation with an unspecified balloon catheter, both multi-link 8 (3.5x15mm and 2.75x12mm) failed to cross due to anatomy and had flared stent struts. Another non-abbott stent was used to successfully complete the procedure due to device use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Device analysis noted that the hypotube was separated. The account confirmed the separation occurred during removal of the stent as it got stuck on the y-connector. No additional information was provided.